Event description:
It was reported that the patient underwent an unspecified spinal procedure. Sometime post op a s1 screw broke. A revision surgery was performed approximately 14 months post op to remove the broken screw, redo the posterior construct, and then implant two interbody devices via the anterior lumbar interbody fusion. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms screw breakage at approximately 1-2 threads from the base of the head. Optical examination of adjacent surfaces around the area of crack propagation did not identify pre-existing material surface defect that could contribute to crack propagation. Damage and/or smearing noted to all fracture surfaces. The lower broken portion of the bone screw is damaged, consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption and river lines starting approximately 30% of the way through the cross-sectional area, consistent with overload. Dimensional examination confirmed conformance to print specification of the bone screw diameter at the base of the head. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.